Manufacturer narrative:
Qn#(B)(4). Device history record (DHR)was reviewed for notifications pertaining to incoming inspection, stock checks, and product returns. No concerns were noted with reference to km46666. (1) sample of km46666 lot e6 was received for evaluation. The mallet head has separated from the handle. A fracture is evident at the union point. The fracture plane suggests off center impact. Additional samples from this customer included a severely deformed mallet face where the face was struck off center with excessive force. The fracture plane of this device also suggests an off-center impact. (1) sample of km46666 lot e6 was received for evaluation. The mallet head has separated from the handle. A fracture is evident at the union point. The fracture plane suggests off center impact. A dimensional inspection was not required as part of this investigation. The device is not functional in the current state. Due to the nature of usage, this device experiences repeated striking impact and is subject to premature wear when forces are excessive. Given the age of the device this appearance would be considered normal. Instrument inspection should remove these instruments form use at the first signs of degradation which have been present for some time. Similar complaints include - (B)(4). Device history record (DHR)was reviewed for notifications pertaining to incoming inspection, stock checks, and product returns. No concerns were noted with reference to km46666. Additional samples from this customer included a severely deformed mallet face where the face was struck off center with excessive force. The fracture plane of this device also suggests an off-center impact.

Manufacturer narrative:
Qn#(B)(4). A visual inspection of the product involved in the complaint could not be conducted since the product was not returned. No photos were provided. A functional inspection was not required as part of this investigation. The mallet face is intentionally made of 300 series stainless to prevent spontaneous failure. Excessive use of force will deform the mallet head prematurely. A visual inspection of the product involved in the complaint could not be conducted since the product was not returned. No photos were provided. A dimensional inspection was not required as part of this investigation. A functional inspection was not required as part of this investigation. All previously received samples exhibited excessive deformation and cracking around the mallet face. The material of the mallet face is 300 stainless steel which is not hardenable. These devices should have been removed from service at the first signs of degradation.

Manufacturer narrative:
Qn# (B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
Instrument damaged due to poor quality. Mallet heads have deformed shape. Further, 2 of these have actually broken from the stem, one happened in theatre which is very dangerous to staff and patient if actually it hit someone.